Manufacturer narrative:
Other applicable components are: product ID 37601, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause was not determined. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was getting their ins replaced due to normal battery depletion. The device was interrogated prior to replacing and contact 8 was discovered to have impedances of 3,600 ¿ 4,000 ohms on all bipolar configurations. Monopolar impedances for contact 8 were normal. After new devices were implanted, impedance checks were performed, and impedance values remained unchanged. Fortunately, the patient¿s therapeutic settings were not impacted by high impedances and were within normal range. No more interventions were taken as the patient¿s therapy was not impacted, and the patient was doing well with their dbs therapy. There were no further complications reported.